Event description:
It was reported that during a transurethral lithotripsy procedure the laser light was not irradiated. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for evaluation, and the analysis determined the fiber was broken in two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was broken in two pieces. Therefore, the complaint against the fiber was confirmed, the connector was separated from the fiber body. Based on analysis and the information available, it is likely that procedural handling of the device during set-up and use contributed to the fiber body break thus leading to what the customer experienced with no laser energy exiting the fiber.